Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, brown particles in the fill channel, wear abrasion and flat creases. Leak test and microscopic analysis was performed which identified: one crack opening and one sharp opening. Based on the device analysis the final assessment is one crack opening assessed as cracked valve seat diaphragm valve, and one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.